Event description:
The emergency medical technician reported the following info: (1) a pt was being transported in the ambulance and receiving oxygen from the emergency medical technician 21 via a supply line connected to the wall outlet in the ambulance. (2) another supply line from the wall outlet was connected to a breathing apparatus that controlled oxygen flow to the pt. (3) the breathing apparatus can provide flows up to 120ipm. (4) the wall outlet and oxygen hose began frosting, and within 2 hours of the trip, liquid oxygen started leaking inside the ambulance from the wall outlet and hose. (5) the hosp's "rt" that was inside the ambulance with the pt turned off the oxygen flow. (6) the rt received a cold burn to their elbow and was treated at the hosp; the burn appears to be minor.